Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device felt dizzy. The patient's heart rate dropped below the programmed number of beats per minute. Additional information obtained indicates that this implantable cardioverter defibrillator (ICD) was not interrogated. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.